Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A patient's daughter called technical services for help on cancelling treatment as she was not feeling well and needed to go the hospital. Follow-up with the peritoneal dialysis (pd) nurse confirmed the patient was admitted to the hospital for a week due to a pleural effusion that was treated with thoracentesis. Medical records were requested.

Manufacturer narrative:
Medical records were requested several times and will not be made available. The system level review of liberty cycler s/n (B)(4) and concomitant product found no indication that the products caused or contributed in any way to the patient clinical event. Lot numbers of concomitant products were not provided by customer and samples were not returned for evaluation. Device history record and batch record reviews performed on alternate or possible lots showed no deviation or nonconformance as all release criteria have been met during the manufacturing process.